Event description:
The customer reportedly obtained a 29 mg/dl and 575 mg/dl on the accu-chek compact system within a ten minute timeframe. No reported actions taken or treatment rendered. No adverse event reported. A request was made for the return of the suspected product, replacement was sent. The customer states that the meter and strips were not available at the time of the call.